Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In 2020, the recipient suddenly developed facial distortion and drooping corner of the mouth on the right side. The parents asked for help from an otolaryngologist, who issued a conclusion about chronic mesotympanitis on the right side. Reportedly, the chronic mesotympanitis started in 2017. The recipient did not have any ear infections or other diseases between implantation in 2012 and the start of the chronic mesotympanitis in 2017. There were also no known ear infections before implantation in 2012. The parents also asked help from a neurologist, who prescribed conservative treatment. The recipient underwent several coursed of antibiotic treatment for the chronic mesotympanitis. The device was explanted on (B)(6) 2023.

Manufacturer narrative:
Additional information: in situ measurements do not show any device defect or damage. No device failure is suspected, which is as expected as this user was explanted due to reported facial paralysis and lack of hearing since 2020 due to chronic mesotympanitis that began 3 years before the reported symptoms. This is thought to have led to the otic bone degradation seen on CT imaging. The infections began 5 years after implantation, skin at implant site was intact and there is no previous history of otitis media. Although device sterilization records are within specifications, device contribution to the severity and chronicity of this infection cannot be excluded.

Event description:
In 2020, the recipient suddenly developed facial distortion and drooping corner of the mouth on the right side. The parents asked for help from an otolaryngologist, who issued a conclusion about chronic mesotympanitis on the right side. Reportedly, the chronic mesotympanitis started in 2017. The recipient did not have any ear infections or other diseases between implantation in 2012 and the start of the chronic mesotympanitis in 2017. There were also no known ear infections before implantation in 2012. The parents also asked help from a neurologist, who prescribed conservative treatment. The recipient underwent several coursed of antibiotic treatment for the chronic mesotympanitis. The device was explanted on (B)(6) 2023.